Event description:
Several providers in our family medicine clinic have reported failures with disposable vaginal specula during examinations. The specula crack and shatter during examinations. There have been approx 10 occurrences of device failure over the past 45 days. No injuries have been reported though the shattered plastic has almost struck providers in the face. The primary specula involved appear to be allegiance disposable vaginal specula.